Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "IV capsular contracture following seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: IV capsular contracture following seroma.

Event description:
Healthcare professional reported IV capsular contracture following seroma. Healthcare professional reported histology found "patchy chronic inflammation." Device explanted and replaced. This related to right side.

Event description:
Healthcare professional reported IV capsular contracture following seroma. Healthcare professional reported histology found "patchy chronic inflammation." Device explanted and replaced. This related to right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.